Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a prime and keypad anomaly from the insulin pump. The customer's blood glucose level is unknown. The customer stated that when she rewound the pump to fill up the reservoir, there was a filled circle on the screen. The customer stated that her insulin pump is frozen. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.